Event description:
It was reported that; "avs unilif cage fractured upon placement into the interbody space. Replacement cage was utilized without incident."

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the fractured surfaces are proximal to the threaded hole in the implant which is meant to engage with the unilif inserter. No other anomalies were identified. It is likely the single force applied during insertion was excessive leading to the fracture implant.conclusion: the plausible root cause of the reported event is user related.

Event description:
It was reported that; "avs unilif cage fractured upon placement into the interbody space. Replacement cage was utilized without incident."